Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate atp therapy due. The device was reprogrammed. Remote transmission noted inappropriate atp therapy was delivered while charging, after diagnosing a bigeminal rhythm as vf. The device was reprogrammed; patient will be monitored routinely.